Manufacturer narrative:
No further information related to the reported event at this time. Requests have been made to the reporting facility for model number, lot number and any patient related comorbidities that may have contributed to this event. A follow-up report will be filed if further information is received.

Event description:
It was reported that an ecm for vascular repair had been soaked in saline at room temperature for 1 minute and then used in a carotid endarterectomy procedure utilizing prolene suture. Patient was later diagnosed with a pseudoaneurysm that had formed on the distal end of the patch. The patient was stented and the ecm remains implanted at this time.